Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ins battery was leaking. Pt thinks this was related to second device but is not sure and agent was unable to clarify. Patient services agent documented historical info provided by patient. Pt is extremely happy with current device and reports having no bladder infections. Pt reports history of frequent bladder infection and "living on antibiotics". Pt reports all previous implants were found "defective or something wrong". Pt states "they didn't work". Pt then states "I finally have one that works" (current ins). Pt is proactively planning to replace ins battery in june due to normal battery depletion.